Event description:
It was reported cables do not work where plugged into. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Battery contacts are compressed. Upper and lower cases and battery drawer are broken. Knobs are contaminated.